Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump back light is responding erratically. Alarmed button error during a bolus attempt and the buttons are not responsive. Customer's blood glucose was 196 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to moisture damage on the keypad traces. The back light functioned properly during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.